Event description:
The customer reported via phone call that their reservoir was defective. The customer stated insulin was squirting out when they attempted to insert the reservoir in the insulin pump. Customer's blood glucose was 71 mg/dl. The customer declined to be transferred to the helpline. Customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.